Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to pain and elevated metal ion levels. During the procedure, trunnionosis, metallosis and pseudotumor were found. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient presenting with pain and slight elevation of crp and esr. During the revision surgery, significant pseudotumor with extensive cheesy gray inflammatory tissue consistent with metallosis was noted and excisional debridement was performed. Trunnionosis was noted without significant wear. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01027. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was unable to be reviewed as the lot number for the device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient information.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. During the surgery, the head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Corrected: d4. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the articulating surface has scratches on it and there is some damage to the face of the head. The stem remains implanted. Review of the device history records for femoral head identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent a left tha. During a follow-up visit patient was presented with pain, slight elevation of crp and esr, elevated cobalt levels. Patient was revised due to significant pseudotumor with extensive cheesy gray inflammatory tissue consistent with metallosis was noted and excisional debridement was performed. Trunnionosis was noted without significant wear. Pathology reports revealed normal postoperative changes in post-op x-rays; no acute inflammation was identified. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.